Event description:
It was reported that during surgery the inserter broke and pushed the implant, which caused the implant to impinge on the spinal chord at l5. A new inserter was used, the implant was removed, and the surgery was completed without further incident. Sometime after surgery, the pt developed drop foot.